Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had blank display. The customer's blood glucose level was 293 mg/dl. It also reported that the display did not returned after insulin pump restart. The customer reported that insulin pump was turned off automatically without warning. The customer will return insulin pump for analysis.

Manufacturer narrative:
Insulin pump passed sleep current measurement, active current measurement, self test and displacement test. No unexpected blank display noted during testing. (B)(4).